Event description:
The customer reported to vyaire medical that the revel ventilator when set to a vt (tidal volume) of 500, the tidal volumes are doubling. Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, technical support advised that this kind of problem happens when something is inserted directly in the wye and they would need to place a spacer between the wye and the test lung, tracheostomy tube or endotracheal tube. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.